Event description:
The following information was reported to kci by the wound care nurse: on (B)(6) 2011, the patient experienced a periwound rash and the periwound had to be sharp debrided. V.a.c. Therapy was placed on hold. On (B)(6) 2011, v.a.c. Therapy was restarted.

Manufacturer narrative:
On (B)(4) 2011, the device was tested per quality control procedure by a kci field service employee and the unit passed the quality control checks and met specifications. On (B)(6) 2011, the device was placed with the patient. On (B)(6) 2011, the device was returned to the kci quality engineering for evaluation. The unit functioned as designed. Device labeling, available in print and online, states v.a.c. Consider use of a skin preparation product to protect periwound skin. Do not allow foam to overlap onto intact skin. Protect fragile/friable periwound skin with additional v.a.c. Drape, hydrocolloid, or other transparent film. Multiple layers of the v.a.c. Drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration. If any signs of irritation or sensitivity to the drape, foam, or tubing assembly appear, discontinue use and consult a physician. To avoid trauma to the periwound skin, do not pull or stretch the drape over the foam dressing during drape application.